Event description:
Investigation results are now available.

Manufacturer narrative:
Investigation results were made available. Event description: it was reported that the patient was implanted with a ceramic head and liner during revision surgery on (B)(6) 2020. Subsequently, the patient subluxated due to suboptimal cup position, resulting in revision of the cup, ceramic liner, and head on (B)(6) 2020. Harm: s3 - dislocation. Hazardous situation: implant is implanted with an incorrect orientation, placement or alignment without correction before completing implantation. Review of received data: due diligence: no further due diligence required as all required information to support the conclusion is available or was already requested. X-rays: a total of two radiographs were received. An ap view of the left hip dated (B)(6) 2020, and an ap view of the pelvis dated (B)(6)2020, which was taken after revision and does not provide information about this case. The left hip ap shows multiple hyperdense foci in the joint space consistent with fracture of a ceramic head. The acetabular inclination angle cannot be measured without a true ap pelvic radiograph, but appears to be rather flat (45°). Patient and medical data has not been provided due to patient privacy regulations. Product evaluation: the product was discarded; therefore, visual and dimensional evaluation could not be performed. Review of product documentation: device purpose: this device is intended for treatment. Product compatibility: the compatibility check could not be performed due to missing product identification. DHR review: review of the device history records could not be reviewed due to unknown product identification. Conclusion: it was reported that the patient was implanted with a ceramic head and liner during revision surgery on (B)(6) 2020. Subsequently, the patient subluxated due to suboptimal cup position, resulting in revision of the cup, ceramic liner, and head on (B)(6) 2020. Due to significant lack of information a detailed investigation could not be performed, nevertheless based on the given information there is no indication of a non-conformance or complaint out of box (coob). It is possible that the reported suboptimal acetabular position led or contributed to the dislocation. However, device identification is unknown and patient and medical data were not provided due to privacy regulations. Therefore, due to the significant lack of information, a thorough investigation was not possible and the exact cause remains unknown. The need for corrective measures is not indicated and zimmer switzerland manufacturing gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).

Manufacturer narrative:
Concomitant medical products: unknown trilogy cup; catalog#: unknown; lot#: unknown. Unknown head; catalog#: unknown; lot#: unknown. Therapy date: (B)(6) 2020. The manufacturer received x-rays and other source documents for review. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
Patient was implanted on an unknown side and underwent revision surgery due to subluxation. This is the patient's second revision surgery.